Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
The patient was revised because of subluxation. **update** 2/4/2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, swelling, and dislocation. The MDR decision has been reversed and the metal liner and femoral head reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. The doi was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1147533 . A search of the complaint database finds additional reported incidents against lot code 1081114 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.